Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was drainage at the pocket site. No external or patient factors were known to have contributed to the issue. The patient met with the healthcare provider who said it was infected. The patient was going to have the site washed out and the battery moved on (B)(6) 2019. The issue was not resolved at the time of the report. No device issues reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had an infection about 6 weeks after the implant was put in, and then the battery pack was moved, and then last august they got a second infection at implant site. Pt says that for the infection last august, they were given antibiotics which resolved the infection, but pt says hcp told her if another infection occurs the system will have to be taken out. Pt mentioned that "I didn't even realize I had these infections until the situation was critical, when the implant site got black and it looked like I was losing tissue and it really hurt a lot at that point."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the infection was unknown. The rep reported that it was unknown if the infection was resolved. No further complications were reported.